Event description:
Additional information notes that the under-sensing exhibited by the insertable cardiac monitor (icm) re-occurred. The icm was explanted due to an unrelated event. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor exhibited episodes of under-sensing. No intervention was performed. The patient will be further monitored. There were no patient consequences.